Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization. The physician believed the pneumothorax was caused by the location of the lesion and that it could have occurred with another biopsy modality. The lesion was 12 mm - superior segment of the left lower lobe. The distance to the pleura was 1 mm. Per the physician, the nodule was at the edge of a lobe and adjacent to two pleural surfaces; therefore, biopsy tools likely damaged the pleura. The procedure was completed without a delay and an x-ray identified the pneumothorax. The initial size of the pneumothorax was large, 10 cm from cupula to apex and it did not increase over time. The patient experienced shortness of breath and hypoxemia. Supplemental oxygen was provided. A 14 french pigtail was placed to resolve the pneumothorax. The patient was hospitalized for a total of 7 days. The biopsy identified a diagnosis of non-small cell lung cancer. The patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization to resolve the complication.